Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted a large air bubble in the luer lock. The customers blood glucose (bg) level was impacted (360 mg/dl) the customer took a manual injection to stabilize bg level. The customer was able to expel the air bubbles by performing fill tubing and insulin delivery was able to be resumed.